Manufacturer narrative:
While the initial report indicated that the product had been returned and an investigation was in process, this correction clarifies that the investigation did not confirm the reported event. No new issues were observed and all functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.